Event description:
It was reported that during a revision surgery, the head would not come off of the stem. This resulted in a two month hospital stay.

Manufacturer narrative:
Additional information has been requested, and if received, will be submitted on a supplemental report.